Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading of 4.0 mmol/l (72 mg/dl) on the adc freestyle libre built-in reader that was lower than she felt, in addition to a ketone result of 6.1 mmol/l. Customer further reported she experienced "feeling unwell" and stomach pains and was "sent to the hospital" where she was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. A DHR for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release; no nonconformances were identified during manufacture of the strip lot. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a reading of 4.0 mmol/l (72 mg/dl) on the adc freestyle libre built-in reader that was lower than she felt, in addition to a ketone result of 6.1 mmol/l. Customer further reported she experienced "feeling unwell" and stomach pains and was "sent to the hospital" where she was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.